Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the gde (gas delivery engine) and the uim (user interface module). Performed ovp (operational verification procedure) according to manufacturers specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator auto cycled continuously and the uim (user interface module) screen video was flickering and would not stop. The customer confirmed that there was no patient involvement associated with the reported event.